Event description:
It was reported that the patient's generator had reached end of service. Later, the patient's generator was replaced due to battery depletion. The suspect product has not been received to date. No further relevant information has been received to date.

Event description:
It was reported that the patient's generator still showed 25% battery remaining but that the patient was clinically stable. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The generator was received and underwent product analysis. The generator was received in end of service, pulse-disabled condition. Visual analysis of the generator showed contaminates on the trimmed edge of the pcba. The generator failed multiple post-burn electrical tests. After the contaminates were removed, the generator performed according to the post-burn electrical test. The observed conductive debris suggests probable current leakage paths and premature depletion. No further relevant information has been received to date.

Manufacturer narrative:
Age at time of event, corrected data: the patient's age was inadvertently reported incorrectly on the initial report. Date of event, corrected data: the event date was inadvertently reported as (B)(6) 2017 instead of (B)(6) 2015. Describe event or problem, corrected data: the information regarding laser routing and its potential effect on battery depletion was inadvertently not reported in the initial MDR. (B)(4).

Event description:
From a previous internal investigation, it is known that some laser-routed devices may be susceptible to premature battery depletion. The observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in current leakage paths and premature depletion.

Event description:
It was reported that the patient's nurse practitioner was questioning the reliability of the battery status indicator and said it was fluctuating. The generator was displaying 25% indicator. The generator had been implanted (B)(6) 2016. There was a review of the internal data of the generator identified that while there was no evidence of a fluctuating battery status, there was evidence of premature battery depletion. The patient's generator was displaying a 25% battery indicator (which is triggered when the voltage hits 2.87 v) when approximately 80% of the battery was expected to be remaining. No other anomalies in the internal data were identified. The generator's device history records were reviewed and it was found that this device was laser routed but was screened prior to distribution. The device met all quality specifications prior to distribution. No further relevant information has been received to date.